Event description:
The patient contacted animas on (B)(6) 2012, reporting that the while attempting to program a bolus, the pump buttons were not working. The patient reported that the up, down, and ok buttons were not responding. The patient reported that the meter remote did not appear to be working either. The patient confirmed that the keypad was intact. The patient declined further troubleshooting of the pump. This report is made based on the allegation that the keypad buttons were not responding.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.